Event description:
According to the literature article "uncommon dermatological reaction to spinal cord stimulation-prurigo nodularis," a patient's ipg was explanted due to battery depletion and the leads were explanted due to an unknown reason.

Manufacturer narrative:
During processing of this incident, complete event, patient and device information were not provided.